Event description:
One of the tampon strings frayed [device breakage]. Almost couldn't remove the tampon [complication of device removal] . Case description: consumer reported via email that the string frayed. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
One of the tampon strings frayed [device breakage]. Almost couldn't remove the tampon [complication of device removal] . Case description: consumer reported via email that the string frayed. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.